Event description:
It has been reported to philips that there was an exposure issue on foot pedal. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the x-ray was not possible, and this issue was occurring due to defect in the wired footswitch. The customer asked the remote service engineer to send the defective part via fast service to fix the part by themselves. The customer replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.